Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus, the 4k camera head had an e226 scope communication error. The issue was found during inspection for use for a therapeutic urology operation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10 - the customers complaint was confirmed and was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a cable failure. Olympus will continue to monitor field performance for this device.